Event description:
It was reported following completion of the left ventriculogram, upon removing the spyglass pigtail catheter from the introducer, it was noted the catheter tip was missing. The tip was found within the introducer and removed. There were no patient injuries.